Manufacturer narrative:
Additional devices involved in the event: bat005518 - battery / catalog number 1650 / expiration date 20feb2015 (B)(4). It was reported that the batteries don't have full capacity. Two batteries, bat005517 and bat005518, were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual examination but failed functional testing due to a cycle count exceeding the life expectation, which also contributed to a high max error as the cell pairs are not able to calibrate. As a result, the patient may perceive the batteries with no full capacity. The most likely root cause of the reported event can be attributed to the end of life of the batteries. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This complaint is part of the rsr d03286 remediation approval number e2016019 3007042319-2016-03299. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The report received indicated that approximately two years and seven months post implantation the patient reported that the batteries don't have full capacity.